Manufacturer narrative:
The device ro 14038 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. While surgeon was connecting the articulated arm to the mayfield head holder, the tightening knob broke in half. There was no patient impact reported.